Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided; cause was unknown. Due to the bg level the customer lost consciousness. Customer required assistance administering nasal spray to address bg level. Customer experienced bruising on legs due to bg level. Recommendation was made to discuss diabetes management with a health care professional.